Event description:
Customer reported a malfunction on the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any other malfunction occurred.